Event description:
It was reported that pump displayed malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report and did not require third-party assistance. Technical support guided pump reset using provided instructions; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and caller confirmed understanding of instructions.